Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability - additional. Additional information/device evaluation - additional. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge. The device was opened and a defective battery was found. The receiver download was retrieved and confirmed the complaint. The reported event of the device ceased to function was confirmed. A probable cause is determined to be a defective battery.